Manufacturer narrative:
The oxygen concentrator is still at patient's home and is scheduled to be examined on (B)(6) 2012.

Event description:
Patient hospitalized with burns to the face while using a newlife elite oxygen concentrator. House sustained smoke damage.